Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with normal operating currents. No unexpected low battery alarm noted. Pump received with stripped battery cap coin slot, cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window and minor scratched lcd window.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated their blood glucose levels with their insulin pump. The customer was unable to remove the battery cap form their insulin pump. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.